Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer has received failed battery test alarm. The customer's blood glucose level at the time of incident was 125mg/dl. The customer states they have had the battery cap replaced before. The customer did not feel comfortable with the pump. The customer is being sent continuation of therapy pump. The customer declined to return their pump for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery alarm or weak battery alarm noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.